Event description:
It was reported the customer received a button error alarm. The customer's blood glucose was 231 mg/dl. The customer's mother stated the insulin pump may have been exposed to moisture. Customer was advised to disconnect from the insulin pump and revert to a back-up plan. No additional information is provided.

Manufacturer narrative:
The pump was received with a button error alarm, and no button response on the act and esc buttons due to corroded keypad traces. Unable to perform the displacement test due to the unresponsive keypads. The pump also had a cracked lcd window, a cracked case at the lcd window corners, a cracked reservoir tube lip, scratches on the reservoir tube window, cracked battery tube threads, a broken belt clip slot, and a missing end cap sticker.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.